Manufacturer narrative:
Of the 10 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy display screen with evidence of moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 10-69 years of age and between 33 and 231 pounds. Of the reported patients, 5 were male and 5 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There was 1 instance of cloudy w/ moisture issue found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
In q4 2016 there was 1 additional instance of display cloudy with moisture failure found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.